Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the sample probe was leaking. The fse replaced the sample probe transfer unit to resolve the issue. The fse performed adjustments and alignments and verified qc was acceptable. The fse verified analyzer resumed normal operation. Information not provided by customer. He beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of negative or zero patient results and quality control (qc) for tramadol on their au5800 clinical chemistry analyzer. The erroneous patient results were not reported out the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients data or demographics.